Event description:
It was reported that the patient had a system controller exchange done on (B)(6) 2026 for continuous battery faults. The alarms resolved and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.